Manufacturer narrative:
The serial number was provided. The device history records (DHR) were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the qc testing. This device met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. The device has been returned to the MFR for eval. The investigation is currently on going.

Event description:
It was reported that the device intermittently powered on and off when moved or shaken without the power button being depressed. There was no report of injury to the pt.